Manufacturer narrative:
Product investigation summary: the following two (2) devices were received for evaluation: blade/screw guide sleeve (part 03.037.017 / lot 9590747). Helical blade inserter (part 03.037.024 / lot t111989). A visual inspection, functional test, and drawing review were performed as part of this investigation. During the drawing review, it was confirmed that the red markings utilized to align the guide pins of the inserter with the grooves of the guide sleeve are in the correct position for proper alignment. Thus, the complaint condition could not be replicated or confirmed and does not match the reported condition. However, as damage was observed, the overall complaint is confirmed. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. There was also noted peeling of the color coding on both devices. The issue of peeling off of the color coding (red / yellow lines) has already been identified and addressed. The blade/screw guide sleeve was received with multiple sets of three indents on the proximal end of the inner cannula. The helical blade inserter was received with dents on the guide pins and with the shaft of the device shows significant scraping. When functionally testing the devices together, it was difficult to start the advancement of the inserter into the guide sleeve and it could only be advanced to approximately where the guide pins sink just below the proximal surface of the inserter. A review of the relevant drawings was performed with no findings identified. The complaint description notes that the observed damage is a result of malleting, which occurred because the devices were misaligned due to an etching malformation. During the drawing review, it was confirmed that the red markings utilized to align the guide pins of the inserter with the grooves of the guide sleeve are in the correct position for proper alignment. The design contains only one insertion and final position to allow the blade to be properly inserted and locked. Based on the orientation of the indents on the blade/screw guide sleeve, it appears that force was applied with the red making on the inserter aligned with the yellow marking on the guide sleeve. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail - advanced (tfna) surgery, while inserting the blade, the guidelines on the blade insertion handle were misaligned due to malformation of the etched alignment markings. As a result, the metal of the cannula (sleeve) was deformed as it was being malleted. There was no breakage as a result. The procedure was completed successfully using these instruments without delay. There was no harm to the patient. This report is 1 of 1 for com-(B)(4).